Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4). According to the information that was received from the user facility, the problem related to higher peep value than set, was due to external filter. The customer solved the problem themselves and confirmed that there is no ventilator malfunction.

Event description:
It was reported while the ventilator was being used to ventilate a patient, the set peep (positive end expiratory pressure) value did not match with the read value. There was no patient harm. (B)(4).